Event description:
The customer reported that a pt received a burn during a leep procedure after an unk type of pencil sparked. The degree of burn and treatment of the burn are not known. Additional questions about the incident have been asked.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under eval. When the generator eval is complete, a follow-up report will be submitted.